Event description:
It was reported that a medical professional was having issue with her programming system. A nurse indicated that one of their programming equipments (tablet or wand) was not working. Further information indicated that troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. It appeared also that the equipment was working intermittently. The suspected motion tablet was returned to the manufacturer on 03/28/2015. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
Analysis of the returned motion tablet was completed and the reported allegation could not be verified. The serial cable was not returned for analysis. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications .